Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an embolization occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A 24mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed. It was noted that one full recapture was performed. When the closure device was deployed, the compression ratio was 10-15%. After 2 tug tests, the physician decided to release the closure device. The closure device immediately migrated to the ventricle. The patient underwent urgent surgery to remove the closure device and was transferred to the intensive care unit (ICU). The patient recovered well and was discharged from the hospital.